Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via online chat that the brush head comes off when brushing. No injury was reported.

Event description:
Oral-b head comes off [device breakage] case narrative: consumer reported via online chat that the oral-b toothbrush head came off when brushing. No injury was reported. 24-jan-2023 case update from information initially received on 22-apr-2020: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3756 pro (suspect product lot: f34440959). The concomitant product was confirmed to be oral-b power power oral care refills dual action eb417. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.